Event description:
It was reported that the patient had a loss of stimulation and or therapeutic effect. As a result of this event an explant was required. The patient¿s stimulation was not working so they wanted it removed. They did not want it revised. The implantable neurostimulator (ins) and extensions were removed, the lead was cut and distal end left in the epidural space. The patient was doing fine post-operative.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3998, lot# v014785, implanted: (B)(6) 2007, product type: lead. (B)(4).